Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue of system overheated, but was unable to reproduce the reported issue, and the fans worked as expected. However the compressor temp sensor was replaced as a proactive measurement, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had an overheating error. No patient harm, serious injury or adverse event was reported.